Event description:
The technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the wheel and adjusted the brake steer system to resolve the issue.